Event description:
Customer reported receiving a minimum fill notification. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer attempted to resolve the issue by loading a new cartridge and cleaning the pump, but the issue persisted even after loading a second cartridge. Technical support advised removing the pump from its case and guided the customer through proper cartridge loading techniques. When these actions did not resolve the issue, it was advised customer contact health care provider for alternate method of insulin therapy and the pump was replaced.